Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown femoral head, unk - unknown therapy date. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04313.

Event description:
It was reported during a revision surgery it was noted that the femoral head was cold welded onto the femoral stem. No further information is available.